Event description:
Patient had laparoscopic ventral hernia repair on 12/4/1998. A metal tacker was utilized to secure mesh to abdominal wall. On 12/10/1998, patient was taken back to or for exploratory laparotomy and release of small bowel obstruction. Serosal tear with attachment of small bowel to the metal tack.